Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized three times in the past year due to their insulin pump. The customer's father stated their healthcare provider determined that the insulin pump failed, causing the customer to revert back to manual injections. The customer's blood glucose was over 500 mg/dl. The customer was not available to troubleshoot at the time of the call. No additional information provided.